Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range high pacing impedances, loss of capture, and was fractured. A lead revision procedure was performed, this lead was surgically abandonded, and a new rv lead was placed. No additional adverse patient effects were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.